Event description:
Per (B)(6) rn (B)(6) to report that pt's pump malfunctioned during infusion. Infusion will be done via gravity but pt needs new pump. When rn hit 'run to start' button nothing happened. Pump did not begin to infuse. She tried this several times to no avail. Serial number (B)(6). Chronic inflammatory demyelinating polyneuropathy.